Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), endometritis ('endometritis') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, endometriosis and abdominal adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), labetalol, medroxyprogesterone acetate (depoprovera) and nifedipine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), anxiety ("mental anguish") and urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic salping. (Bilateral) on (B)(6) 2017, hysterectomy (partial) on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometritis, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal discharge and urinary tract infection had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, psych injury, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, uti, vaginal discharge, pelvic pain trailing coils: left 2; right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, uti. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received. Medical history, concomitant drug, lot number added. Event : abnormal bleeding (vaginal), mental anguish, endometritis added. Event : psych injury were updated to psych injury/depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), endometritis ('endometritis') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, endometriosis and abdominal adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), labetalol, medroxyprogesterone acetate (depoprovera) and nifedipine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), anxiety ("mental anguish") and urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic salping. (Bilateral) on (B)(6) 2017, hysterectomy (partial) on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometritis, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal discharge and urinary tract infection had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, psych injury, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, uti, vaginal discharge, pelvic pain trailing coils: left 2; right 2 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, uti. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : endometritis . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and urinary tract infection ("uti"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal discharge, menorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for events abdominal pain, psych injury, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, uti, vaginal discharge, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received new events abdominal pain, psych injury, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, uti, vaginal discharge were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.